Manufacturer narrative:
The subject device was received and evaluated. Device was evaluation and inspection found no image, an error b30 (scope communication error), image problem was observed. The customer reported issue of no image was confirmed. Service noted the issue found to be due to heavy corrosion on bcu (body control unit ) and scope connector. Additionally, the following findings during device inspection were noted : the I/t (insertion tube) found smashed, unable to extract ccd component. Leaking at bx-channel (biopsy channel) observed. Brush passage test, did not passed. Exera ID chip found no data. Evaluation findings confirmed the customer reported issue as no image , error b30 scope communication error observed during inspection. The failure was found to be due to heavy corrosion on the body control unit and scope connector. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of no image. The issue found during reprocessing. There was no patient harm, no user injury reported due to the event. Device evaluation found , no image, an error b30 (scope communication error) observed .

Event description:
This report was submitted for the loss of image and scope communication error b30.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error / loss of image was caused by internal parts being corroded due to moisture/water invasion from the leakage in the device. Additionally, the corrosion likely caused conduction/contact failures on the internal board of the scope connector. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. Reprocessing manual: 1.4 warnings and cautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.